Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a report serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Although a photograph has been received, no evaluation will be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient had an allergic reaction to an aquacel surgical dressing after application. Based on review of the photographs provided, the patient appeared to have a clear deep red reaction to the entire skin surface that encountered the hydrocolloid component of the aquacel surgical dressing. There were reported blisters and these appear to be deroofed. The surgical wound is unaffected and appears to have fully healed. Per the information provided, the local policy is to apply the aquacel surgical dressing in the theatre and it is left on for 12-14 days until the clips are removed, however there is no information about the length of wear time for this patient. Additionally, it was stated that the patient was operated on (B)(6) 2017 and the dressing was changed on (B)(6) 2017, when the drain was removed, the dressing was soaked in blood. The patient noted that 24 hours after the (2nd) dressing was applied she started itching and feeling very hot under the dressing. She was discharged on (B)(6) 2017. In that evening, she felt very uncomfortable, hot, itching, painful and took antihistamine. Blisters were found all around the dressing area. The patient went to the wound clinic and upon examination ¿ the edges around the gauze dressing were very red with blisters and blood blisters all around and some had burst and were very painful and sore, however, the staple line looked clean. The wound was dressed with mepitel one. The patient was referred to an orthopaedic consultant surgeon with frequent visits for wound care and frequent dressing changes. Blood tests and wound swabs were taken and the patient was prescribed antibiotics on (B)(6) 2017 (flucloxacillin 500mg qds) due to the wound infection. The exact size of the aquacel® surgical dressing used was 30 but later changed to 35. The orthopaedic consultants diagnosed the cause of the reaction and confirmed it as an allergic reaction. The product was removed and discontinued from the patient. The patient reported pain or discomfort prior to the dressing change with the hydrofiber dressing. It was reported that no other dressing was applied ¿ only the aquacel surgical dressing. The model number, lot number or product sizing information was unavailable from the reporter. No further information has been provided.

Manufacturer narrative:
Updated brand name: aquacel/aquacel ag - surgical cover dressings. Product code: fro. Model#: wound care. Updated (g) PMA/510k: k091034. Additional information has been received, which noted that the end user had a severe allergic reaction to the aquacel dressing and will be taking legal action. The allergic reaction caused bleeding and skin irritation. The end user stated that the reaction started on (B)(6) 2017, the product was used for 5 days. The product was used removed and the end user was heavily bandaged for five weeks. She reported that she attended the hospital one or two times a week to have the bandage changed. The end user stated that she suffered extreme pain which still continues at night. It was also noted that the patient has sero arthritis. List of medications being used by the end user was also provided: omeprazole (20mg), sulfasalazine (500mg), isosorbide mononitrate (60mg), simvastatin (20mg), tildiem retard (90mg), naproxen (500mg), aspirin (75 mg), bendroflumetiazide (5mg), eprosartin (600mg), and co-codamol (30mg/500mg) as needed. Should additional information become available, a follow-up report will be submitted. (B)(4).